Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01168. This report is being submitted as additional information. Approximate age of device ¿ 11 months. (Calculated from the date when the device was manufactured) manufacturer's investigation conclusion: the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The information recorded on 6-mar-2018, revealed that the system was powered by an mpu. On 7-mar-2018, the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms for approximately 3 seconds. A specific root cause of the recorded events could not be determined. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed the lvad was disconnected from the mobile power unit (mpu) and ran on the emergency backup battery (ebb) for approximately 3 seconds. There were no other unusual events seen within the log file. Additional information was received that it was unknown if the ac cord came loose from the connection with the mpu or from the wall outlet. The patient did not receive a locking power cord but was re-educated on the device. No additional information was provided.